Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during bolus. The blood glucose at the time of the incident was 122 mg/dl. During troubleshooting, the customer received a no delivery alarm with fixed prime. He was explained that the alarm was caused by a set/reservoir occlusion and advised to change the infusion set and reservoir. The reservoir will be returned for analysis.